Event description:
It was reported that this right ventricular (rv) lead was explanted due to high capture threshold. It was noted that the patient had fallen that could have dislodged the lead resulting in the reported observation. A new lead was successfully implanted. No additional adverse patient effects were reported.